Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery oscillator device did not ratchet. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the turning knob was damaged. Therefore, the reported condition was confirmed. It was determined that the device appeared to have been mishandled or dropped. The assignable root cause was determined to be due to mishandling which was user error, misuse and/ or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.